Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Product will not be returned for evaluation, the customer discarded the product. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a c-file broke in a patient's tooth during use. The broken piece could not be retrieved and was incorporate into the filling.